Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2013-06285. During a follow-up, there were several noise and non-sustained oversensing episodes on the right ventricular lead. All electrical values were stable and in range. No intervention was performed and the patient was stable and will continue to be monitored.